Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that during preventive maintenance (pm) they found the iabp failed the a.p. Optical sensing module test. The customer was unaware of the problem prior. The fse replaced the fiber optic sensor module assembly (0997-00-1161e) and completed the pm. The iabp passed all safety and functional tests and was returned to the customer cleared for clinical use. (B)(6).

Event description:
A getinge field service engineer (fse) reported that the a.p. Optical sensing module of the cs300 intra-aortic balloon pump (iabp) failure testing during a preventive maintenance visit. No patient was involved and no adverse event was reported.